Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref. No.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the false upstream occlusion alarms caused by the fluid numbers being out of specification. The upstream sensor was replaced to correct this condition.